Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('to have it out'), internal haemorrhage ('severe internal bleeding') and sepsis ('blood infection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and transfusion ("blood transfusion") and experienced internal haemorrhage (seriousness criterion medically significant) and sepsis (seriousness criterion medically significant). The patient was hospitalized for 16 days. The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, internal haemorrhage, transfusion and sepsis outcome was unknown. The reporter considered internal haemorrhage, medical device removal, sepsis and transfusion to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: to have it out, severe internal bleeding, blood infection, blood transfusion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.